Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room for chest pain and syncope. Through follow-up, it was found that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise, undersensing, oversensing, and loss of capture. This right ventricular (rv) lead also exhibited noise, oversensing of atrial signals, and pacing inhibition. At a revision procedure, it was found that the ra and rv leads were reversed in the device header. The ra lead and ICD were explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.